Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I total b-hcg for a 32-year-old female. The following results were provided (reference range 0-5 miu/ml): sid (B)(6), initial b-hcg result= 150.3 miu/ml; repeat results= <1.1 miu/ml and <1.1 miu/ml there was no impact to patient management reported.